Event description:
It was reported that during a ICD (implantable cardioverter defibrillator) changeout due to normal battery depletion, upon placing the lead and new ICD into the pocket, the lead's rv (right ventricular) coil appeared to break in half. Prior to this the lead had appeared normal upon testing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.